Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have the main tube broken. A piece measuring approximately 0.315¿ x 0.661¿ was not returned with the instrument. The instrument was found to have broken pitch cables, grip cables, and conductor wire at the distal end. As a result of the breakage, the entire wrist assembly was broken off the distal end and the instrument tip including the cables that were not returned. Advanced failure analysis investigation revealed that all of the damage that is visible on the portion of the instrument that was returned (broken cables, broken conductor wire, broken main tube, missing wrist assembly) is due to the customer cutting the tip of the instrument off which would be mishandling/misuse. As the distal end of the instrument was not returned, it cannot be determined why the instrument got stuck in the cannula and needed to be cut out.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument got stuck in the cannula. The first assistant reportedly removed the cannula from the patient's abdomen and cut the instrument. It was reported that a message came up saying ¿axis¿ problems. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was not stuck on the patient's tissue. No "particles" fell into the patient. No harm occurred to the patient. The customer was unsure whether the instrument's wrist was straightened prior to attempting to remove the instrument. The customer stated that they think that the instrument's hook got caught on the edge of the trocar. An error was generated on the robot indicating an axis issue preventing the instrument from being able to be removed. The customer then had to force out the instrument through the cannula in an attempt to remove it. The patient was not harmed in any way. The customer was unable to provide the patient demographic information, patient medical history information, and medical tests performed on the patient. The instrument was never used on the patient. The reported procedure/issue occurred on (B)(6) 2020. The patient is a male. The customer was unwilling to disclose other patient demographic information.